Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the surgeon perform an endoscopic evaluation of pouch in initial procedure? If so, what were the results? What color cartridges were used throughout procedure? How was the bleeding addressed in 2nd procedure? Was the site of bleeding identified? Was bleeding on pouch or j-j? What technique does surgeon use to create the gastrojejunostomy? Was buttressing material used? Doe surgeon routinely wait 15 seconds prior to firing? What is the current patient status?

Event description:
It was reported that there was a failure of the clipping line in bariatric surgery by the bypass technique - bleeding in the stomach, invisible during the surgical procedure by being turned to the stomach lumen. The severe bleeding on the second postoperative day was detected by poor clinical condition and confirmed by tomography. The patient was re-operated immediately by the same team that performed the bariatric surgery. The patient went to intensive treatment unit and the patient needed blood transfusion, parenteral nutrition, had respiratory problems due to the unstable clinical condition. The situation was considered very serious by the surgeon.